Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Specific bg and cgm readings were not provided. No additional patient or event information was available. A root cause could not be determined. The customer was instructed to contact cts if the issue was not resolved after entering a calibration value. The customer did not contact cts regarding the reported issue.